Manufacturer narrative:
Methods: actual device was received for an evaluation and investigation. A visual inspection, infusion verification and a bolus volume test were conducted. A review of the device history record (DHR) was conducted for the reported model and lot number. Results: the bolus device was received with the refill indicator at the top position with the button in the downward position. A non-halyard cap was still attached at the distal luer. Infusion was immediately observed when opening the pinch clamp and removing the non-halyard cap attached at the distal luer. The bolus refill indicator went to the bottom and the bolus button popped up. The select-a-flow (saf) flow rates were verified for infusion, all flow rates flowed. Saf flow rate 0ml/hr did not infuse. The bolus refill indicator was refilled and the bolus button was depressed, bolus button functioned properly. This test was repeated a few times; the bolus button latched properly and dispensed the medication. The bolus device had no issues refilling. The bolus dispensed 4.91g of fluid. No issue with the functionality of the bolus was observed. Bolus button testing was performed with the pressure set. The bolus device was detached from the pump and the tubing was bonded back together. The bolus device unit was attached to the pressure gauge. The bolus button safety test results yielded an average delivery amount that was within specifications. The bolus volume test results yielded an average delivery amount that was within specifications. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the investigation summary concluded that the bolus button functioned as intended and no issues were observed. During the patient controlled analgesia safety bolus test and bolus volume testing, results indicate that the device met specifications using the average bladder pressure; therefore, no root cause was determined. The instructions for use (IFU) specifies, "ondemand* device - if the bolus button does not pop back up within 30 minutes of pressing it, check position of orange indicator: ¿ if orange indicator is in the bottom position, close the clamp. Continuous medication delivery may be occurring significantly greater than the total flow rate." An historical review indicated that no other complaints were reported for this reported incident and related to the same lot number. A technical bulletin (mk-00011), on-q pump models with ondemand bolus, was sent to the customer. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
Method: the device was received for analysis. A visual inspection was performed. In addition, a review of the device history record (DHR) is currently in process. Results: there are no testing results available as the investigation and evaluation are currently in progress. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 500ml. Flow rate: 4ml/hr. Cathplace: suprascapularis plexus. The infusion started (B)(6) 2015 at 10:30am. The infusion ended (B)(6) 2015. A distributor reported an incident of a stuck bolus button. It was reported as, "bolus controller does not work". The pump was connected to the patient by an anesthesia nurse and the incident was noticed at the hospital. The patient's current condition is reported as "good ". Additional information was received on 03/11/2015. It was reported that the button would not pop up within 30 minutes and the orange refill indicator was located in the bottom position. Additional information was requested, however is not available at this time.